Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while withdrawing medication from its bottle using a 3 ml syringe with bd safetyglide¿ needle, the drug leaked through the stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One photo was received of a 3ml syringe with a safetyglide needle attached and an empty package confirmed to be from batch # 7060770. The photo was evaluated. The syringe was placed on a plastic bag, which reflected a lot of light around the product and made the evaluation challenging. No liquid could be seen behind the stopper. Additionally, space between the stopper ribs appeared to be completely empty of liquid as well. Absent a physical sample or additional photos clearly showing the leakage, the defect cannot be confirmed. A single 3ml safetyglide 23g syringe, an opened package and a 0.5ml customer medicine vial were received, confirmed to be from batch # 7060770. Sample was visually evaluated. The tip on the plunger rod was found to be damaged. This prevented the stopper from properly sitting on the plunger. White material/fluid residue was observed between the stopper ribs, throughout the plunger and inside the barrel wall. When pulling the plunger down the stopper did not remain securely seated. The reported leakage was likely a result of the damaged plunger rod observed in the sample received. DHR review for batch 7060770: manufacturing dates: 04/13/2017 to 04/15/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7060770 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Product defect confirmed based on sample evaluation. When pulling the plunger down the stopper did not remain securely seated. The reported leakage was likely a result of the damaged plunger rod observed in the sample received.